Event description:
The bipolar unit was used for a transurethral resection of the prostate. The machine did not work properly: it would not coagulate at times. The unit only worked about 50% of the time and prolonged the length of the surgery. The cord to the hand piece as well as the hand piece itself and the electrode were all replaced and tried. None of these attempts were successful. Biomed was called into the room and could not identify the problem. After the procedure, biomed was again called to the room to further work on the issue.